Manufacturer narrative:
The instructions for use for the geminus distal radius plating system includes the following indications: "the geminus distal radius plating system is intended for the fixation of fractures and osteotomies involving the distal radius." In addition to confirming the failure, the single fluoroscopic image provided also reveals that the distal end of the plate was positioned beyond the end of the radius, with multiple screws having been inserted into the patient's carpals. The polyaxial locking screw likely backed out due to not having been installed into the distal radius as intended.

Event description:
A polyaxial locking screw backed out of a geminus distal radius plate after 4 weeks, requiring revision surgery.